Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had lines, ink blots, and half of the screen was completely black without any graphics or text. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to an alternate method in insulin therapy.